Manufacturer narrative:
(B)(4). (B)(4).

Event description:
Procedure: anterior resection. According to the reporter: the cartridge misfired. Some staples came out, but some did not. More reloads were used to complete the procedure. The patient developed a leak postoperatively from the corner of the rectal stump that was stapled to the colon. Additional portion of the rectal stump was removed with further distal stapling. Surgery time was extended by more than 45 minutes.